Event description:
Pacemaker prior to enrollment, randomized to ICD, system upgraded (same site). Developed pocket infection so system explanted and reimplanted with all new ICD system. Event related to procedure not device. MFR not notified. Cdc-coordinating center aware.